Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe plastipak 5ml s/su experienced a mix of product types in a pack. Product defect was noted prior to use. The following information was provided by the initial reporter: syringe 5ml luer slip is inside the package of a syringe bd luer lock.

Event description:
It was reported that an unspecified number of syringe plastipak 5ml s/su experienced a mix of product types in a pack. Product defect was noted prior to use. The following information was provided by the initial reporter: syringe 5ml luer slip is inside the package of a syringe bd luer lock.

Manufacturer narrative:
H.6. Investigation summary a device history review was conducted for lot number 9196422 maintenance record analysis and quality notification analysis and no deviation were found for this batch. No samples / photos were sent by the customer not being possible performing an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. Additionally, the retain samples of the complaint lot were checked where no non-conformances were observed. From these information¿s it is not possible confirm the complaint. The incident reported by this complaint will be monitored to tendency analysis. H3 other text : see h.10.